Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient exhibited heart failure symptoms, high estimated flows, potentially had kinked inflow due to coseal expansion.

Manufacturer narrative:
While at the hospital reviewing historical records, the manufacturer's clinical representative determined that the event of (B)(6), 2007 has been reported to the manufacturer. The patient was transplanted 6 months later. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the lvad and the reported event could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.